Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on approximately (B)(6) 2025, they experienced vomiting 10 times before being hospitalized. When a fingerstick was taken the cgm reading was 130 mg/dl, and the blood glucose reading was 380 mg/dl. When ketones were tested, they were 4.8 mmol/l. At one point the patient had fascial paralysis, but this resolved spontaneously. The patient was treated with intravenous fluids. An MRI was made and was found to be normal. The patient was discharged the day after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.